Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer and cubies kept failing. A field service engineer (fse) arrived, no hardware errors were present. The fse inspected the drawer, reseated all connections, and tested the unit, drawer 2.2 failed to open. The fse lubricated the rails, adjusted the screws, and determined the drawer needed replacement. Customer was informed, medications were moved, and a return visit was scheduled. During the return appointment, the fse assisted with unloading the pockets, removed the defective drawer, and installed a new one. All connections were secured, the device was powered on, the drawer was configured, and firmware was updated. Hardware tests confirmed drawers 2.1 and 2.2 were functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer and cubies repeatedly failed. Customer stated that device suggested that maybe the ribbon on the back of the machine needed attention. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.